Event description:
Upon inspection, injectors were found to contain lint and white fibers inside the pca cartridge. This poses a safety concern as particulate injected into a patient can cause thromboembolis and cause possible bacterial contamination. The following lot numbers are involved 61294r1, 61269r1, 64029r1, 64028r1. Diagnosis or reason for use: deliver analgesia medication.